Event description:
It was reported that during a laparoscopic low anterior resection, half of staples were unformed and the rest of these were deployed properly. There was no resistance at the firing. The adjusting knob was rotated fully to close the device. There was no unexpected resistance at closing the device. The thickness of the tissue was normal. Additional cut was performed and another device was used to complete the case. There were no adverse consequences to the patient. After the complaint device was received, the sales rep found that there were some unformed staples in the staple housing. .

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. A casing half of washer, one staple formed and one malformed were received in a plastic container. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? ---laparoscopically. What device was used for the proximal and distal transaction? What color reload? ---no information. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) ---purse string device. How was the purse string placed, by hand or with an assist device? ---with an assist device. If an assist device, what product? ---no information. Was the spike of the trocar inserted lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---click sound. When the device was fired, where was the indicator within the green zone/gap setting scale? ---although it was within the green zone, the position was unknown. Was buttressing material utilized? ---no information. Was the instrument fired across or near an existing staple line or clip? ---yes, it was fired across an existing staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---until unable to fire further. Were any unexpected noises heard? ---no information. Was there any difficulty removing the device from the tissue? ---no. Is a pathology specimen and/or report available? ---no. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---visually confirmed. Did the operation change significantly as a result of the device issue? ---no. What is the patients age and sex? ---female. Did a hcp other than the primary surgeon fire the instrument? If so, whom? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.